Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit triggered error 32101 (related to error 23210) during startup in normal mode. The error pointing to the axes controller arm (aca) board. The aca board was swapped with a new one and the error did not occur. The original aca board was reinstalled and the fault was triggered.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, error 23210 occurred pointing to universal surgical manipulator (usm) 3. The customer did not contact technical support to troubleshoot the issue. The technical support engineer (tse) reviewed the system logs and confirmed error 23210 along with error 23202. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was checked before use. The customer contacted the csr instead of dvstat when the issue occurred. The procedure was converted to laparoscopy and completed successfully. The procedure was delayed for about 15 minutes. The status of the patient was good.